Manufacturer narrative:
This report is submitted on 17 mar 2021.

Manufacturer narrative:
This report is submitted on december 18, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to the patient experiencing recurrent ear infections. The patient has not been reimplanted with a new device as of this report.